Event description:
Baxter reported that on two occassions a home pt has had problems tightening the connector and had leakage from the connector. No pt injury or medical intervention was associated with this incident.